Event description:
It was reported that the 9800 system had a collimator too large error message. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was confirmed. The high voltage cable was cleaned and connectors reseated. The fluoro function board was reseated during the service call. The sys was tested and found to be working as intended and put back into service.